Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) had a power supply partial power on reset (por), the cause of which is unknown. The patient was brought into the clinic for device interrogation. The device remains in use. No patient complications have been reported as a result of this event.